Manufacturer narrative:
We believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. There has been some mfg processes changes made to subvert and or greatly reduce this type of event. The phenomena is still under study by the mitek qae group and whenever possible relative failure mode devices will be forwarded to the group to subsidize their study, also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting that during a procedure, the surgeon observed metal shavings falling into the patient's body with the use of 2 lupine drill bit. All of the debris was removed and the procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded at user facility. Also see associated MDR 1221934-2011-00003.